Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found returned.

Event description:
It was reported that during the implant procedure, the device was not implanted because of abnormal impedance readings due to an inappropriate connection. Reconnection of the device several times resulted in the same abnormal impedance readings. A new device was then implanted. No patient complications have been reported as a result of this event. The device/lead was not implanted. No patient complications have been reported as a result of this event.